Manufacturer narrative:
The initial MDR 2247117-2016-00090 was filed on december 27, 2016. Additional information (01/31/2017): a siemens headquarters support center specialist reviewed the instrument data, which showed level sense discrepancies for quality control samples that were consistent with a bubble in the sample.

Manufacturer narrative:
A siemens regional support center (rsc) specialist reviewed the quality control data and determined that there was variance in quality control results with high deviation. A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and aligned the photomultiplier shuttle. The cse then ran quality controls and patient samples. The rsc specialist reviewed the quality control and patient data and determined that quality controls were out of range. Also, sample ID (B)(6) showed high variation in results between two immulite instruments. The cse revisited the customer site and replaced the sample assembly manifold. The cse then determined that the customer had used secondary tubes for running quality controls and primary tubes for running patient samples. When the quality control samples were run, the sample probe did not reach the secondary tube properly. The cse aligned the sample probe for the secondary tubes and reran quality controls, which were acceptable. The cause of the discordant, falsely low hcg results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate immulite 2000 xpi instrument, resulting higher. The corrected result obtained from the alternate immulite 2000 xpi instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg result.